Event description:
The user faiclity reports one event involving the use of an rsp 3.5mm endotracheal tube holder with an rsp 3.5mm endotracheal tube. The et tube allegedly slipped out of the holder and the endotracheal tube was extubated. No injury to patient.